Event description:
It was reported that, following a trauma revision surgery where a lag/comp screw kit was exchanged due to early painful cutout, slight penetration into the acetabulum and a sustained femoral neck fracture on (B)(6) 2021 ((B)(4)), the patient experienced a stable collapse of the superior aspect of the femoral head with screw intrusion into the hip joint as stated within notes related to an office visit conducted in or around (B)(6) 2022 where postoperative x-rays were analyzed. The surgeon recommended either a hardware removal or a conversion to a total hip replacement system as options to treat these complications, but the patient was not interested in these options. Further details regarding the patient's final outcome are not known. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf)], additional information is not known, and it is not possible to collect it, we do not have the opportunity to revisit negative feedback to retrieve further information.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient experienced a stable collapse of the superior aspect of the femoral head with screw intrusion into the hip joint approximately one year post revision of the lag/comp screw (during which the acetabulum was slightly penetrated along with a femoral neck fracture). Reportedly, the patient declined the options of hardware removal or a conversion to a total hip replacement system. As of the date of this medical investigation no relevant supporting clinical information has been provided to assist with this clinical investigation as the data was reported from a retrospective post market clinical follow-up. Therefore, no clinical factors could be assessed which would have contributed to the event. With the limited information provided, the patient impact beyond the reported femoral head collapse and screw intrusion into the hip joint cannot be determined. No further medical assessment can be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed that provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.